Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and silicone migration.

Event description:
Healthcare professional reported an "extraprosthetic rupture and intraganglionic fluide silicone leakage discovered via mammography," "pain under mammary in helm,¿ and ¿discomfort under axilla." The device remains implanted. This represents the right side. Other, unrelated events experienced by the patient included anxiety, weight gain, rhinorrhea, hot flashes, amenorrhea...dyspnea, hand arthralgia and knees, diffuse myalgia, "anti-synthetase syndrome," "complication of treatments... Resuscitation¿respiratory distress...hypoxemia...myalgia¿, ¿hand arthralgia and knees," and ¿antisythetics, confirmed by the presence of anti-pl7 ac," and "recurrent (B)(6).¿

Manufacturer narrative:
Health effect impact code: f2203 imaging required.

Event description:
The device has been explanted.